Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion prime meter was producing high readings. On (B)(6) 2014, she tested herself around 3:30p.m. And received a result of 408. She felt her reading may be incorrect but she took insulin based on the reading. She had not taken her nph (novelin n - fast acting) after the first test so she could adjust it later. She waited for about 3 hours, around 7pm she retested she received a result of 524. Then she took more of her regular insulin (novelin r) and then her nph. After taking nph she went to bed and then she started to bottom out. She felt like she was low so she ate food but didn't check the sugar and went and lay back down. Storage and technique are good. Controls not used. Replacing product.